Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with corroded battery tube, scratched case, and pillowing keypad overlay. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went swimming with the insulin pump and then it was not responding. The customer reported that there was a crack on the insulin pump and they could see water inside the screen. Customer stated they did hear fluid when shaking the insulin pump. The insulin pump was not dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.